Event description:
The doctor claims that the graft was implanted for an abdominal aortic aneurysm (aaa) replacement. Following the procedure, the pt developed a disseminated intravascular coagulopathy (dic). The doctor has commented that the dic was not specifically related to the hemashield graft, but is an adverse reaction attributed to the aaa replacement in general. There was no blood loss through the graft reported. The graft was left in. Note: the product code, batch number and condition of the pt are unknown at this time. The incident date is unknown at this time and has been approximated.